Event description:
It was reported by the rep that the device was used during a low anterior resection. It was reported the staples did not form properly. The device fired but the staples did not close. The case was completed with sutures. There was no consequence to the pt.